Event description:
The contact at the facility stated that the iab was "too short" for the pt because of the new changes made to the product.

Manufacturer narrative:
The catheter length was measured and found to be within datascope's mfg specifications. The balloon pumped satisfactorily on the lab system 90 at 80 and 160 bpm. No alarms were triggered. No defect was found in the device.